Event description:
The customer reported that the device did not discharge energy when in use on a patient. The customer also stated that device behavior did not impact patient outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge energy when in use on a patient. The customer also stated that device behavior did not impact patient outcome. Philips evaluated the device and verified the failure. The power pca was replaced to resolve the issue.